Event description:
It was reported that the ventricular leadless pacemaker (vlp) spontaneously released from the delivery catheter (dc) during an initial implant procedure on (B)(6) 2026. The electrical parameters of the vlp were deemed satisfactory by the physician, and so it was left in place despite spontaneous ejection from the dc. The patient was stable throughout the procedure.